Event description:
During delivery of cardioplegia solution, the volume tracking feature of the pump system did not function. Cardioplegia was delivered by alternate means. There was no patient injury as a consequence of this event.